Manufacturer narrative:
No review of proper procedures was conducted due to multiple unsuccessful attempts at contacting the home pt and the home pt's nurse.

Event description:
A home pt's son contacted baxter's technical service ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of his automated peritoneal dialysis therapy. Per the initial report, the home pt's transfer set was not connected to the pt line of the homechoice set at the time of the alarm; however, at the time of the initial report the pt had reconnected to the setup. Baxter's technical service ctr assisted the home pt's son in ending the therapy early. No pt injury or med intervention was indicated at the time of the alarm.